Manufacturer narrative:
PMA/510(k) # k163018. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Off label use: stent deployed through the wall of a previously placed or existing metal stent. (3 devices).

Event description:
Supplemental report is being submitted due to the completion of the investigation

Manufacturer narrative:
PMA/510(k) # (B)(4). Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) states the following: ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of off label use can be concluded. From the article it is known that the stent was deployed through the wall of a previously placed or existing metal stent. The IFU states ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. There were no adverse events reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k163018. The investigation is in progress and a follow up MDR will be submitted.

Event description:
Supplemental report is being submitted as qe confirmed on 28-feb-2023 that deployment through the wall/mesh of an existing stent is a user error rather than off label use. Brief description, a code and g code updated to remove reference to off-label use.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-apr-2023

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(6)/ MDR ref#3001845648-2022-00585, (B)(4)/ MDR ref#3001845648-2023-00218, (B)(4)/ MDR ref#3001845648-2022-00580, (B)(4)/ MDR ref#3001845648-2022-00581 (B)(4)/ MDR ref#3001845648-2022-00601, (B)(4)/ MDR ref#3001845648-2022-00600, (B)(4)/ MDR ref#3001845648-2022-00592, (B)(4)/ MDR ref#3001845648-2022-00590, (B)(4)/ MDR ref#3001845648-2022-00591 and (B)(4)/ MDR ref#3001845648-2022-00593. Lab evaluation ¿ n/a. Document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) states the following: ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. There is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of the user not reading or following the IFU can be concluded based on the information provided. From the article it is known that the stent was deployed through the wall of a previously placed or existing metal stent. The IFU states ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, there were no adverse effects reported as a result of the incorrect stent placement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted as per complete pmcf received on 26-mar-25 to update the e codes, description of event and quantity used. Description of event: three device issues (stent misplacement, stent fracture, stent migration) affected a total of 2 patients in this study. Only 2 of the 3 device issues were assessed by the investigator to be due to device deficiency; both aes occurred in the same patient (0.7%, 1/151) during the index procedure (day 0) due to stent misplacement requiring placement of a second stent (entered as ¿stent not at the exact place¿) and a stent fracture of the subsequent second stent. Both stents were placed in an off-label manner. The first stent was placed side-by-side with another stent, and the second stent was off-label for 2 reasons: the stent was placed side-by-side with another stent and the stent was deployed through the wall of a previously placed or existing metal stent. Neither of the stents were removed. Twenty of the 43 obstruction aes occurred within the first 30 days after zib6 biliary stent placement. The next most common hepatobiliary aes were liver abscess in 4 patients (9.8%, 4/41), cholangitis in 3 patients (7.3%, 3/41), and cholecystitis in 2 patients (4.9%, 2/41). The remaining hepatobiliary aes occurred in 1 patient (2.4%, 1/41) each: cholestasis, perforation of bile duct, and bilio-pleural fistula, which all occurred in patients with on-label usage. Off-label patients were found to have aes of cholangitis, liver abscess, and recurrent biliary obstruction. This complaint will capture the following aes that occurred in patients where the stent deployed through the wall of a previously placed or existing metal stent - use error 2x cholangitis 3x liver abscess 8x biliary obstructions x1 stent fracture.

Manufacturer narrative:
Supplemental correction report is being submitted as per complete pmcf received on 26-mar-25 to update the e codes, description of event and quantity used.

Event description:
Supplemental correction report is being submitted following a review of this complaint file to update the f code, quantity used, and description of event after the review on 18-apr-2025. User error - stent deployed through the wall of a previously placed or existing metal stent. The instructions for use (ifu0040) states that the device is not intended to be deployed through the wall of a previously placed or existing metal stent. File to be updated as per complete pmcf received on 26-mar-25. The complaint description is being updated as follows: three device issues (stent misplacement, stent fracture, stent migration) affected a total of 2 patients in this study. Only 2 of the 3 device issues were assessed by the investigator to be due to device deficiency; both aes occurred in the same patient (0.7%, 1/151) during the index procedure (day 0) due to stent misplacement requiring placement of a second stent (entered as ¿stent not at the exact place¿) and a stent fracture of the subsequent second stent. Both stents were placed in an off-label manner. The first stent was placed side-by-side with another stent, and the second stent was off-label for 2 reasons: the stent was placed side-by-side with another stent and the stent was deployed through the wall of a previously placed or existing metal stent. Neither of the stents were removed. Twenty of the 43 obstruction aes occurred within the first 30 days after zib6 biliary stent placement. The next most common hepatobiliary aes were liver abscess in 4 patients (9.8%, 4/41), cholangitis in 3 patients (7.3%, 3/41), and cholecystitis in 2 patients (4.9%, 2/41). The remaining hepatobiliary aes occurred in 1 patient (2.4%, 1/41) each: cholestasis, perforation of bile duct, and bilio-pleural fistula, which all occurred in patients with on-label usage. Off-label patients were found to have aes of cholangitis, liver abscess, and recurrent biliary obstruction. This complaint will capture the following aes that occurred in patients where the stent deployed through the wall of a previously placed or existing metal stent - use error 2x cholangitis 3x liver abscess 8x biliary obstructions.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it was created from the journal article. Lab evaluation ¿ n/a document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) states the following: ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. There is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of the user not reading or following the IFU can be concluded based on the information provided. From the article it is known that the stent was deployed through the wall of a previously placed or existing metal stent. The IFU states ¿the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove the introducer¿. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, there were no adverse effects reported as a result of the incorrect stent placement. Complaints of this nature will continue to be monitored for potential emerging trends.